Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported being unable to perform a self-test. Upon further evaluation, it was found that none of the system controller buttons were functioning, although the green indicator light remained illuminated. A controller exchange was successfully completed.